Manufacturer narrative:
(B)(6).

Event description:
It was reported that the procedure was cancelled. A ce rotablator was selected for use. During preparation, it was reported that the pedal could not be connected. The procedure was not completed due to this event.